Event description:
It was reported that the device had serial number mismatch. It was reported by manufacturer field team onsite that there was an issue with device counts on reports. Once suspect device was found on the report, manufacturer representative asked our network engineer to locate the device in the hospital and they were able to see that the device was actively in use at the time. There was patient involvement however no patient harm. Once located, device will be sent back for investigation.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had serial number mismatch. It was reported by manufacturer field team onsite that there was an issue with device counts on reports. Once suspect device was found on the report, manufacturer representative asked our network engineer to locate the device in the hospital and they were able to see that the device was actively in use at the time. There was patient involvement however no patient harm. Once located, device will be sent back for investigation.

Manufacturer narrative:
Correction: disregard the initial report MFR report # 2016493-2025-69162. After further review of the file it was determined that this file is not a reportable complaint and the MDR was submitted in error.